Event description:
It was reported upon drilling surgeon inserted the drill tip into the sleeve and stated that the drill bit broke in above pt. Surgeon decided to move the gamma 3 jig into the dynamic slot and re-drill with another drill and insert a screw under the location of the broken drill bit. The broken part of the bit was left inside pt.